Manufacturer narrative:
The insulin pump was received with unresponsive buttons response due to keypad connector unlocked lcd board. The keypad traces was inspected and no anomalies noted. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 143 mg/dl. The insulin pump will be returned for analysis.